Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that the screen on their insulin pump went black. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were black horizontal lines for a week on the screen of the insulin pump before the screen went completely black. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no display anomaly was noted. The insulin pump passed the self test and the displacement test. The insulin pump had a scratched reservoir tube window, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.